Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a magnetic resonance imaging (MRI) procedure with a non-MRI conditional device. Lead values were within normal limits according to most recent lead testing. Discussed health care professional should exit MRI protection mode when scan was complete and call back after scan if necessary, but no call was necessary. The pacemaker remains in service. No adverse patient effects were reported.